Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the issue was caused due to the user not reading the instructions for use thoroughly, and used acecide in the subject equipment, which was programmed for aldahol. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 6 other functions. 6.3 setting the reprocessing programs. Note: if you want to change disinfectant solution from ready-to-use disinfectant solution to concentrated disinfectant solution, contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse spent time troubleshooting and investigating issue on the subject device. Fse found acecide lcg loaded in unit, and it was noted that this was the reason customer could not load new lcg chemical. Fse showed the customer unit was full of acecide. Unit was never switched from acecide to aldahol. The fse performed multiple test cycles, which completed successfully with no errors. The subject device was repaired and verified according to instructions, software attributes were verified and confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), an olympus field service engineer (fse) was at the facility for resolve and e81 error on the endoscope reprocessor. The following day when the customer went to load disinfectant into the device, it was programmed for aldahol and the customer used acecide-c. It was indicated that the customer could not load the disinfectant. There was no patient involvement in this event.